Event description:
It was reported that during a pulsed field ablation procedure, there was difficulty retracting the array into the sheath when the slide control knob was fully extended. The catheter was forcibly pulled into the sheath. However, the catheter array was deformed. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012419848 was returned and analyzed. Visual inspection showed the catheter was received without the guidewire threaded through it, and no guidewire was received. The guidewire lumen was received extended partially inside the capture device. X-ray imaging did not reveal an underlying issue. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Sliding was difficult at the end of the movement; the slider encountered resistance before reaching the end of the slot and rolled back approximately 0.5 inches after being released. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully performed. Dissection for further inspection was performed. A kink in the guidewire lumen, located 3.2 inches from the tip, was identified after it was extracted from the shaft. Additionally, a bend in the hypotube was found 4.2 inches from the slider crimp. A damaged layer of pebax was also observed, as well as the breached guidewire lumen at the end of the hypotube. In conclusion, the catheter did not pass the returned product inspection due to a guidewire lumen kink and breach, a hypotube to guidewire lumen bond failure, and a secondary jacket abrasion on the guidewire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.